Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the order was being sent to the temporary patient. The technical support specialist guided the customer to remotely access the station and recommended that the customer direct the order to the appropriate patient to rectify the problem. The customer subsequently confirmed that the issue had been resolved. The system functioned as intended after the technical supprot specialist troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system, medications cannot be viewed for one patient who was located on a station. The customer reported that the malfunction resulting in a delay in the dispensing of the medication to the patient. There were no adverse events or injuries reported based on this incident.